Manufacturer narrative:
The waa heat related failure questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient wearing the transmitter assembly directly on the skin has been ruled out as a potential root cause. The transmitter assembly associated with the complaint was returned for investigation. Investigation of the device was unable to replicate the alleged issue. Thermal imaging was used to verify the outside temperature of the device while charging, the internal temperature of the device while charging, the outside temperature of the device while operating, and the internal temperature of the device while operating. Results are as follows: outside thermal temperature while charging: 31.7°c. Internal thermal temperature while charging: 32.1°c. Outside thermal temperature while operating: 33.6°c. Internal thermal temperature while operating: 33.0°c. The outside thermal temperature while charging was 31.7°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Although the alleged issue was not replicated, the investigation found a damaged component as l12 was broken. Refer to CAPA-2024-0020 for additional investigation details for the damaged component l12.

Event description:
The patient reported their transmitter assembly gets hot when wearing the device and caused a burning sensation to the skin. However, the patient did not report tissue damage or require medical intervention. The patient was provided a replacement transmitter assembly. No further issues have been reported.